Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having concerns about the insulin pump delivering. The customer reported that the cannula was bent and the customer had high blood glucose levels and possible under delivery insulin. The customer reported that they have high blood glucose levels ranged from 15.2 mmol/l to 20 mmol/l. Troubleshooting was performed. The customer stated that the high pressure test was performed and the test result was on. The customer was advised to change infusion set, reservoir and insulin and treat per health care professional. The customer was advised to monitor the blood glucose levels. Product is not expected to return for analysis.